Manufacturer narrative:
Eval summary: as received, the visual inspection of the shelf carton indicated severe abuse. The most likely cause of the cracked trays was exposure to hazards outside the normally anticipated distribution environment. Eval: review of the device history records did not find any deviations or anomalies. The box has heavy creases on top, bottom and sides. Inner cavities are smashed. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the interior boxes that hold the components are flattened, which was discovered during surgery. The device was not used due to sterility potentially being compromised.